Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on september 7, 2020, with blood glucose of 99 mg/dl. Customer was in emergency room as a result of low blood glucose level. The customer's other low blood glucose level was 40 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had alleged that insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, pump error 54 and pump error 3 alarm found in the device history due to software error. Device received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer required the assistance of emergency medical services due to a low blood glucose on (B)(6) 2020. The blood glucose value was 48 mg/dl. Treatment was with food. Customer had been using insulin pump system within 48 hours of the reported low blood glucose event. The auto mode was active at the time of incident.